Event description:
Event occurred in (B)(6) 2012. It was reported that during a pt transfer with a floor lift and a clip sling, one clip came away from the dynamic positioning system (dps) and the pt nearly fell out of the sling, but was supported by the nurse. The nurse sustained back and neck pain. No add'l info was released at this time about possible treatment given.

Manufacturer narrative:
This report is being filed under (B)(4) by arjohuntleigh on behalf of the MFR arjo hospital equipment (B)(4). The sling involved has been taken to laundry for cleaning after the event, and cannot be located. The hospital has carried out an investigation after the incident, and will provide its internal report to arjohuntleigh. Add'l info will be provided following the conclusion of the designated complaint handling unit (dchu)'s investigation.